Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. On (B)(6) 2022, the patient experienced seizures and loss of consciousness. The patient was feeling normal before the event, the cgm reading was 90 mg/dl, therefore the patient ate sugar pills and cookies and the cgm reading increased to 130 mg/dl. There were no blood glucose readings at this time of the event as the patient did not have any blood glucose test strips. The patient slept for 2 hours and when he woke up he started to feel dizzy, he could not stand up properly and started to have seizures. The patient´s wife went to the restroom and when she came back, she saw the patient vomiting. At that time the patient was in the car sitting in the passenger seat right next to his wife and his son was at the back. The patient fell down while he was inside the car and accidentally bite his tongue and sustained bruises on his leg. The patient´s wife called 911 for assistance, when the paramedics arrived, they took a blood glucose reading which was 88 mg/dl and the cgm reading was 130 mg/dl. The patient was taken to the emergency room, where he was treated with unspecified pain killers. At the hospital a computed tomography (CT) scan was performed. The patient did not mention any injury found from the CT scan. The patient was discharged from the hospital after 2 hours. At the time of the report the patient was still recovering from the incident and had bruises and pain on his tongue. The patient reported that after the event he was having a hard time talking and eating because of the pain in his tongue. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). B5: describe event or problem correction to the following statement in the initial MDR, "on (B)(6) 2022, the patient experienced seizures and loss of consciousness." H2: correction.

Event description:
On (B)(6) 2022, the patient experienced seizures and loss of consciousness.